Event description:
It was reported to target that during the procedure the gdc coil was detached in the catheter while trying to position it. The catheter and coil were removed. This occurrence brought no harm to the patient.